Event description:
(B)(4) study. Same case as MDR ID#: 2134265-2013-08377. It was reported that during a coronary artery stenting treatment procedure, sluggish flow was observed. In jun 2011, the patient presented with stable angina and was referred for cardiac catheterization. The target lesion was a de-novo bifurcated long lesion extending from proximal to mid left anterior descending artery (lad) with 90% stenosis and was 22mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation and placement of a 3.00x28mm taxus element stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented with chest pain. Cardiac enzyme was elevated and ECG suggested a non q-wave myocardia infarction. The patient experienced ischemic symptoms and was hospitalized. 75-94% stenosis was noted in the proximal left circumflex artery (prox lcx), which was treated with balloon angioplasty using a 4.00x12mm apex balloon catheter and placement of a 4.00x20mm promus premier stent. Following post-dilation, sluggish flow was observed, which was treated with nitroglycerine. The event was considered resolved without residual effects and the patient was discharged on aspirin and ticagrelor.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).